Manufacturer narrative:
(B)(6) 2005 - the device was returned in non-working condition. Preliminary investigation has determined that the product was folded while in use which could have potentially caused the wiring to be moved. Consumers are warned not to making sharp folds in pad. We will be reporting due to the severity of the injury is unknown. The preliminary appears to be consumer misuse but the severity on the injury is unknown.

Event description:
(B)(6) 2025 - the customer was sitting in her recliner while using the heating pad. When she attempted to move it, she realized that it had caused damage to her property. The recliner was burned. Additionally, she sustained a burn on her left index finger, and her shirt was also burned. No medical assistance was required for this incident.